Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon operated the device for three times, with three different reloads. At the fourth activation, he realized that the device cut but it didn't place the "agraphes". Another like device and reload were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Just for clarification, the device cut but it didn¿t place ¿agraphes.¿ does ¿agraphes¿ mean staples? Was the device fired over an existing staple line? Were any unexpected noises heard? Was there any difficulty removing the device from the target tissue?

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.